Event description:
It was reported that a few instances of under sensing of ventricular fibrillation (vf) episodes were observed on the implantable cardioverter defibrillator (ICD). The under sensing did not result in inhibition of therapy or any relevant delay in therapy as it was under a second. The patient received successful therapy for both vf and ventricular tachycardia (vt). Programming changes were made. The patient was stable and in recovery.